Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer went into coma yesterday due to low blood glucose because she forgot she had a pattern a still working. The customer was successfully turned off her pattern and has returned to her standard basal rate. The customer did not go to the hospital and was treated at home.